Event description:
The patient stated that she had several tests performed at the hospital in 2007, (not diabetes related). She stated she had an MRI, x-ray, and cat scan and did not remove her infusion device. She stated that the following day, her blood glucose was 378 mg/dl. She stated her insulin was over 1 week old and she was advised to change her insulin cartridge. She stated she is also taking medications related to the testing she received. Upon follow up, the patient stated that her blood glucose continued to be high after changing insulin cartridge. She stated she switched to her backup infusion device and her blood glucose returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.